Manufacturer narrative:
Title: single-incision laparoscopic reversal of hartmann¿s operation through the stoma site: comparative outcomes with conventional laparoscopic and open surgery: p. Thambi, d. W. Borowski¿ , r. Sathasivam, r.-b. Obuobi¿, y. K. S. Viswanath¿ and t. S. Gill 2007-2017, date: published: 2019. (B)(4). If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to literature source of study performed between 2007 and 2017, study compared clinical outcomes of single-incision laparoscopic surgery through the stoma site (sil roh) with conventional laparoscopic surgery (cl) and open surgery (os) for restoration of bowel continuity after hartmann's procedure (roh). There were 106 total patients included in the study, the colorectal anastomosis for all patients was performed using a circular stapler with trans-anal insertion. It was reported one patient with multiple enterotomies during reversal surgery in the sil roh group required reoperation and died as result of surgery.